Event description:
A complaint was received from a customer that reported for about the last five days the "hundreds and units" digits were missing a segment. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.